Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device has a broken jaw. Jaw broke at the proximal end. The device met all material specifications as received. The DHR review revealed nothing relevant to the event. The needle used in conjunction with the instrument was not returned or identified. The most likely cause of the event is applying excessive force while grasping and manipulating suture and tissue and/or leveraging the device during use. The breakage appears to be a brittle failure mode that sheared off the jaw. The material also indicates there was likely a crack or fracture on the device before it sheared off. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the knee scorpion top jaw broke inside the patient. The scorpion was inserted into the knee. As surgeon went to turn the handle, the upper jaw got hung on the tissue and upon twisting, the top jaw broke off. The broken jaw piece was retrieved from the patient. Surgeon used an inside/out meniscal repair technique to complete the procedure.